Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specification prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system confirmed that the stent was being partially released when the breakage of a force transmitting component occurred making a successful finalization of the deployment impossible. The condition of the sample indicates that high release force was present when the fracture occurred. A deformation in the middle section of the system indicates that the system was positioned in a sharp bend. Increased friction is considered the reason for the increased release force and subsequent fracture of the force transmitting component. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This type of event may be related to a difficult vessel anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. The reported event also may be use-related as rough handling of the device during unpacking may lead to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined.

Event description:
It was reported that during a vascular stenting procedure, the deployment mechanism became blocked when the stent was being partially released. The delivery system with the partially deployed vascular stents was removed over the guide wire without incident. Two other vascular stents were used to complete the procedure successfully. There was no reported patient injury.